Event description:
Rptr experienced immune related disorders, inflammation, swelling, joint stiffness, connective tissue disease, fatigue, anxiety, depression, chills, memory loss, lost movement of right wrist, burning skin, headaches and sick syndrome. Right implant ruptured. Dense capsule and hematoma right breast. Implants were implanted for bilateral augmentation approx 30 yrs ago. Removed 3/23/92.